Event description:
It was reported that the electrode exhibited oversensing of noise in two different sensing vectors. Further review found that the patient had received an inappropriate shock due to oversensing of noise approximately one year earlier. A revision procedure was performed where the electrode was explanted. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted at that time and the patient was implanted with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.